Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.